Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted.

Event description:
End user reports developing red open irritated skin at 6 o'clock under wafer near stoma about a month ago. She further states she saw wound ostomy continence nurse and doctor ordered prescription nystatin power that she has been using for 10 days with improvement noted.